Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 430 mg/dl. It was stated that the customer had driven thru states and she was experiencing high glucose for the past (B)(6). Troubleshooting was performed. Reviewed programming and found that there was no bolus delivered for (B)(6). Ran fixed prime and high pressure test and the insulin pump passed the tests. No further information was provided.